Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and bolus anomaly. The customer's blood glucose value was 234 mg/dl. The customer stated that the bolus alarmed a message and did not deliver the bolus requested. The customer stated that the menu button shuts off the pump. The product was returned for analysis.